Event description:
Allegedly did not lock in place with tibial plate. Surgery performed in 2003 and 7 days later, x-ray showed insert had slipped anteriorly. Revision surgery performed 2 days later and new insert was locked in place.